Event description:
Event was reported to caldera medical by an attorney. The patient suffers pain and discomfort in pelvic area, pressure in bowels, bowel problems, incontinence, urinary urgency, dyspareunia, pain in right hip, anxiety, urinary retention, and emotional distress. No further information has been provided.